Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt developed a seroma around her ipg site. The pt's physician determined no infection was present. The pt indicated the area was sore to the touch, but not painful. Follow-up information indicated the pt had a follow-up appointment with her physician and the seroma had resolved.